Event description:
It was reported that at the pt's last refill in 2007, the dose concentration was increased, so the pt would only require a refill every six mos. The pt reported that she awoke in the middle of the night and her legs gave out and she felt itching/tingling in her stomach. Add'l info received from the hcp reported that the pt experienced weakness. The reason was ultimately unk, but was strongly suspected to be a urinary tract infection (uti). The pt's uti was treated by the pt's primary care physician and the pt did not require add'l eval by the spasticity clinic. The pt outcome was reported as no injury. The pt's pump contained baclofen at 167 mcg/day.